Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-feb-28. It was reported that the patient's pump refill was on (B)(6) 2017 (note: this conflicts with earlier reported information stating pump logs confirmed dose adjustments on (B)(6) 2017), at which time no medication was available for a refill. The patient's managing physician was about to leave the country, so the pump was programmed to minimum rate at that time until the pump could be refilled. The patient was given 30 extended release morphine tablets. When the patient presented to the ER for pain control, the patient was intubated in the intensive care unit (ICU) for safety due to the patient's severe agitation. No overdose symptoms were reported, narcan was not administered, and there was no indication of pump malfunction. The patient was out of the ICU on (B)(6) 2017 following extubation and termination of ventilator support. The pump was refilled and reprogrammed to the previous dose on (B)(6) 2017, and the patient was discharged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2017-feb-20 regarding a patient's implanted infusion pump containing morphine (10mg/ml at 0.060mg per day). The indication for use was non-malignant pain. It was reported that per a session data report, the patient's pump was programmed from a daily dose of 2.498mg per day to minimum rate (0.060mg per day) on (B)(6) 2017. A handwritten note on the data report stated that the dose was decreased to keep vein open (kvo) until the patient's next refill on (B)(6) 2017. On (B)(6) 2017, the patient was admitted to the hospital through the emergency room (ER) for severe narcotic withdrawal, with a sudden onset of the following symptoms: low back pain, suprapubic pain, active withdrawal, and agitation. The patient was placed on a ventilator. The patient had been taking oral medications, but nothing worked. The patient's managing physician was out of the country, and a manufacturer representative was contacted to give guidance on refill and reprogramming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-apr-12. The patient's weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.